Manufacturer narrative:
Further information from the reporter regarding the event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, knot, nodules, and bacterial infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: precautions: ¿ as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. ¿ patients may experience late onset adverse events with use of dermal fillers, including juvéderm volbella® xc. Refer to adverse events section for details. Adverse events. Per table 1: injection site responses by severity after initial treatment occurring in > 5% of treated subjects, possible injection site responses after injection with juvéderm volbella® xc include: swelling, tenderness, firmness, bruising, lumps/bumps, redness, pain, discoloration, itching, and dryness. Treatment-related aes after initial treatment (or touch-up treatment) occurring in = 5% of subjects included chapped lips, dizziness, dry lips, general physical condition abnormal, headache, lip disorder (lumps), lip injury, oral herpes, presyncope, wound, and injection site discoloration, discomfort, edema, erythema, exfoliation, hyperaesthesia, hypoaesthesia, laceration, nodule, papule, paraesthesia, pruritus, and reaction.

Event description:
Healthcare professional reported 11 weeks after injection with one syringe of juvéderm volbella® xc in the lips the patient experienced swelling on the upper lip and a knot on the outer corner of the lip. Patient was prescribed antihistamines and a cold pack with initial improvement in symptoms. However, swelling then increased to include lower lip and patient developed two small nodules on the other side of their mouth. Patient was then prescribed a medrol dose pack and the swelling went down tremendously. However once steroids were gone the swelling came back. At this time patient also began to develop raised knots on the forehead. Patient was prescribed keflex. After 3 days symptoms started to improve and after 10 days symptoms completely resolved. The injecting nurse suspects patient may have suffered a low grade bacterial systemic infection in their body and does not think symptoms are related to the injection. Patient was taking effexor and a potassium supplement at the time of injection.